Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that two cre pro wireguided dilatation balloons were used in the esophagus during a dilatation procedure performed on (B)(6), 2023. During the procedure, the customer was unable to inflate the balloon since it had a hole at the distal end, which was discovered while removing the device. Additionally, the same problem occurred on the second cre pro wireguided dilatation balloon. The procedure was completed with another cre pro wireguided dilatation balloon device. There were no patient complications reported as a result of this event.